Event description:
Pt with right femur fracture, status post motor vehicle accident. X-rays revealed a broken cannulated locking screw and non-union. The head of the screw broke off. Hardware was removed and pt was re-plated. Explanted hardware was discarded.

Manufacturer narrative:
Additional information has been requested. Device name: 7.3mm cannulated locking screw was either 80mm or 85mm. Catalog # was either 02.207.080 or 02.207.085. Lot#: lot number is unavailable. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.